Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and that no medical attention is needed. The customer's expected blood results are 110mg/dl and 115mg/dl fasting. Verified the strips expire 11/15/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 124mg/dl and 135mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern:139 md/dl on (B)(6) 2015. The customer is concerned about the results he is getting from his meter. The customer stated that he received a result of 139 mg/dl on the sidekick meter and 112 mg/dl on the trueresult meter. The customer is testing three times a day (fasting).

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states he feels well and that no medical attention is needed. The customer's expected blood results are 110mg/dl and 115mg/dl fasting. Verified the strips expire 11/15/2017. Customer confirms the strips are stored properly and were first opened the week of (B)(6) 2015. Customer performed a back to back blood test 124mg/dl and 135mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern: 139 md/dl on (B)(6) 2015. The customer is concerned about the results he is getting from his meter. The customer stated that he received a result of 139 mg/dl on the sidekick meter and 112 mg/dl on the trueresult meter. The customer is testing three times a day (fasting).